Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 383323 batch no.: 0266521. It was reported that the catheter failed to deploy the protective cap/sheath over the needle after it was removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 383323, batch no.: 0266521. It was reported that the catheter failed to deploy the protective cap/sheath over the needle after it was removed.